Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer changed the infusion set in the morning. It was stated that the insulin pump has delivered 3 insulin units but blood glucose continues to rise. Blood glucose value was 424 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Time, date and basal rates are set up correctly. Bolus wizard settings are unknown. Customer removed the infusion set and the cannula is not bent or occluded. Blood glucose was checked again and it was 485 mg/dl; treated with 4 units of insulin with manual injection. High pressure test was not performed as the customer did not have a tubing. Nothing further reported.